Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 3 fr s/l groshong catheter and its attached connector were returned for evaluation. An initial visual observation of the returned device showed use residues along the catheter and connector. The catheter was returned cut just distal to its connector. A functional test of attempting to infuse water into the catheter through its connector using a 12 ml syringe revealed a leak in the catheter shaft just distal to its attached connector and just proximal to the trimmed catheter segment. A microscopic observation revealed circumferential compression damage along the catheter shaft at the split site. The split was observed to be longitudinally aligned and located where the compression damage was observed. Necking of the catheter shaft was observed at the compression location. The fracture surface appeared granular, and the fracture edges appeared slightly rounded. The complaint of a leaking catheter is confirmed and was determined to be caused by compression damage. This damage may occur from compression style securement devices. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter were returned for evaluation. An initial visual observation of the photograph and video showed an implanted catheter. A leak was observed between the strain relief and the catheter shaft. No further details of the leak site could be discerned in the video and photograph. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, a catheter was inserted in april this year. Today, it was discovered that the connection at the catheter insertion site was exposed and initially leaking fluid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 11/19/2025: the damaged section of the catheter has been cut out and removed. The patient was not injured.